Event description:
The customer contact reported the piercing pin of the tubing set fell out of a blood container. An unspecified primary tubing set was to be used to deliver an unspecified volume of normal saline, via a pump. At an unspecified time prior to patient use, the secure lock male adapter of the secondary tubing set was connected to an unspecified port of the primary tubing set and was to be used to deliver an unspecified volume of platelets. It was reported that after the nurse squeezed the cylinder of the secondary tubing set, the piercing pin of the secondary set fell out of the blood container. The customer contact reported half of the blood container leaked. The customer contact reported that a replacement container of blood and tubing set were obtained and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). A representative device from possible lot numbers 181195h, 251635h, and 310095h was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.